Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during a service test, it was observed that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. No patient was involved during this event, and no adverse event was reported.

Event description:
The customer reported that during a service test, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. No patient was involved during this event, and no adverse event was reported.

Manufacturer narrative:
A getinge fields service engineer (fse) evaluated the iabp and observed that the charging cycle was intermittent. Subsequently, he consulted with another getinge engineer and it was determined that issue resulted from the cable between the power slot interface and the backplane which was not firmly inserted. To resolve the issue, the fse firmly inserted the cable and performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that during a service test, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. No patient was involved during this event, and no adverse event was reported.